Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in a patient for the endovascular treatment of an unknown size abdominal aortic aneurysm. It was reported that approximately 37 days post index procedure, a CT was performed and a type 1b endoleak on the right common iliac artery (rcia) was noted. The event was treated one week later and an embolization of the right internal iliac artery (riia) and extension of the right external iliac artery (reia). Also, an endurant stent graft was implanted from the flow divider of the previously implanted stent graft to the right external iliac artery which resolved the endoleak. As per the physician, cause of the event was anatomy. It was stated that the event was caused by the patient's short ectatic iliac with less than 15mm of seal during index procedure. No additional clinical sequelae were reported and the patient is fine.